Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed slight elevations in power and estimated flow; however, a specific cause for this finding could not be conclusively determined. A direct correlation between the reported hemolysis, log file findings, and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6)2019 at 1:58am through (B)(6)2019 at 10:27am. Slight elevations in power over 7.5 w were captured briefly on (B)(6)2019 and (B)(6)2019, reaching a maximum of 8.1 w on (B)(6)2019 at 7:53pm. Estimated flow was also slightly elevated during these events, ranging from 8.1-10.0 lpm. Overall, power ranged from 5.0-8.1 w, estimated flow ranged from 4.2-10.0 lpm, and average pi was between 3.2 and 6.1. No atypical alarms were captured for the duration of the file. The pump speed remained above the low speed limit for the duration of the file. The center reported that the patient was admitted with an elevated ldh of 2600 u/l. It was also reported that the patient was smoking and battling a driveline infection (reported in MFR #2916596-2019-05244). The center performed an echo ramp study to rule out thrombosis, which reportedly did rule out thrombosis. The patient was treated for the elevated ldh with a heparin drip and aspirin 325mg. This reportedly reduced the ldh from 2600 u/l down to 1200 u/l. The center also tested plasma free haptoglobin levels which were elevated in the 60¿s for consecutive tests. The covering nurse reported that the patient¿s vad parameters the morning of (B)(6)2019 were flows of 10 lpm, 9200 rpm, power 8.0 w, pi 4.4, and the patient was pulsatile with a blood pressure of 119/78 (91). It was later reported that a cta was performed but the radiologist was unable to locate any irregularities related to thrombus on the image. It was decided that the center would discharge the patient home for a week on coumadin (inr goal 2-2.5) and aspirin 325mg. The patient later received an elective pump exchange on (B)(6)2019. No further information was provided at that time. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, heartmate ii lvas, serial number (B)(6) has not been returned for evaluation. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. This section also provides an explanation of each of the pump parameters, including power and estimated flow. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced infection was reported under MFR. Report #2916596-2019-05244. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 with an elevated lactate dehydrogenase (ldh) of 2600 u/l about 4 weeks ago. It was confirmed that he was smoking and is also battling a drive line infection. An echo ramp study was performed to rule out thrombosis, which it did in fact rule out thrombosis. His ldh has been trending down, and seem to have settled in around the 1150 u/l range. Plasma free haptoglobins levels were also tested and are elevated in the range of the 60¿s for consecutive tests. The patient's vad parameters were flows of 10 lpm, 9200 rpm, power 8.0 w, pulsatility index 4.4. The patient was pulsatile with a blood pressure of 119/78 (91). Log file analysis observed the elevated powers and flows above the normal parameters. A computed tomography angiography was performed but the radiologist was unable to locate any irregularities related to thrombus on the image. Patient was given heparin drops and aspirin 325 milligrams for the elevated ldh, which reduced the ldh from 2600 u/l down to 1200 u/l, but it was then decided to discharge him home for a week on coumadin (international normalized ratio goal 2-2.5) and aspirin 325 milligrams. The patient underwent pump exchange on (B)(6) 2019. No further information was provided.